Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, skin irritation, and paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative right-sided pain which traveled up to their armpit and paresthesia. The patient consulted their primary care physician and no diagnoses were made. It was also reported via FDA mw5089163 that the patient experienced multiple symptoms of generalized illness such as: thyroid issues, a lung mass with pneumonia that shrunk with antibiotics, rash, hair loss, severe osteoporosis, and possible symptoms of alzheimer's. No device issue such as rupture was reported. The root cause of the patient's symptoms is unclear. As a result, the patient scheduled a bilateral explantation on (B)(6) 2019. This report is for the patient's left-sided device.